Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was deceased, when contact called to cancel customer¿s automatic supplies. According to the contact, the cause of death was unknown. Follow up was made with the customer¿s doctor¿s office, and we were advised that the patient was in the hospital on (B)(6) 2015, and passed away due to a brain hemorrhage/ stroke.